Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m154492 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m154492 , test base part number 190-430 / lot: m154492 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m154492 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination. MFR reference reports: 1221359-2021-02519, 1221359-2021-02528, 1221359-2021-02529, 1221359-2021-02531, 1221359-2021-02532, 1221359-2021-02547, 1221359-2021-02938, 1221359-2022-00177, 1221359-2022-00178, 1221359-2022-00179, 1221359-2022-00180, 1221359-2022-00181, 1221359-2022-00182, 1221359-2022-00183, 1221359-2022-00184, 1221359-2022-00185.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. MFR reference reports: 1221359-2021-02519, 1221359-2021-02528, 1221359-2021-02529, 1221359-2021-02531, 1221359-2021-02532, 1221359-2021-02547.

Event description:
The customer reported seven (7) false positive results with the ID now covid-19 assay performed on (B)(6) 2021 for multiple patients .this MFR. Report addresses patient four (4) of six (6). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a nasal swab. Repeat testing was performed with nasopharyngeal swab and generated a negative result . Rt pcr confirmation testing generated a negative result. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported 17 false positive results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2021. This MFR. Report addresses patient 4 of 6.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. MFR reference reports: 1221359-2021-02938, 1221359-2021-02519, 1221359-2021-02528, 1221359-2021-02529, 1221359-2021-02531, 1221359-2021-02532, 1221359-2021-02547.